Event description:
According to the customer, on (B)(6) 2025 while suturing the urethra during a "urethroplasty" a "piece of the needle driver" was identified in the wound.

Manufacturer narrative:
According to the customer, on (B)(6) 2025 while suturing the urethra during a "urethroplasty" a "piece of the needle driver" was identified in the wound. The customer reported that a new needle driver was utilized to retrieve the piece and finish the procedure. The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.